Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified during an unknown process step during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: may 16, 2021 - may 18, 2021. H10: the device was received for evaluation. Visual inspection was performed which observed a tear at the lower right side near the edge in back of the bag. Functional testing was performed using tap water which identified a leak only at the lower right side near edge in back of the bag. Additional magnified inspection verified a tear/hole in the lower right side near the edge in back side of bag. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.